Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify unexpected battery power loss, perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer went swimming and after few minutes insulin pump was not working. Customer stated that there was crack on the back side. Customer stated that retainer ring was not damaged. Customer also stated that insulin pump suddenly beeping and then there was nothing on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.